Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. The explanted cervical lead was not returned to bsn. It is indicated that the cervical lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated. During the procedure the leads were replaced, one of which was the cervical lead that was replaced due to suspected malfunction from high impedances. The patient was doing well postoperatively.